Event description:
Additional information was received from the patient. When asked about the cause of the internal device lost message they stated that they had a heart ablation on (B)(6) 2023 and heart conversion on (B)(6) 2023. The "bladder pacemaker" data lost message was received on (B)(6) 2023 with the ablation heart pacemaker also being damaged on the (B)(6) 2023. When asked what steps were taken to resolve the issue they stated that on (B)(6) 2024 they met with a manufacturing representative and restored the data for the bladder pacemaker. And they met with a heart pacemaker doctor and restored the heart pacemaker. The (B)(6) hospital did the damage while saving their life. The issue had been resolved. They also provided information that they experienced urinary retention prior to the device and that it had not worsened as a result of the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a heart ablation on monday and that they "shocked" the patient yesterday (B)(6) 2023. The caller stated the patient was suspicious something wasn't right and that when they came out from the procedure on monday, the patient couldn't urinate so they put the patient on ivs and that's when the patient started going every 15- 20 minutes all night long and when the patient went to check their implanted system, with their patient programmer today, it said all internal data had been erased. Reviewed the meaning of a power on reset (por) with the caller and the caller stated they believed it was because of the ablation and the shocking from the heart procedure. The patient's spouse stated they saw the managing health care provider a little over a week ago and the healthcare provider told the patient everything was fine at that time. The patient also inquired if the therapy could have an impact on their bowels. Reviewed information with the patient and redirected the patient to follow up with their managing health care provider (hcp) about their inquiry and the por. The patient stated their bowels operated better than they ever had in years with the therapy but the patient hadn't been able to have a bowel movement for the last 5 days. The caller stated they talked to the doctors at the hospital when the urinating every 15-20 minutes first started and the caller was told the doctors believed at the time that the patient's urinating every 15-20 minutes had been from the anesthesia. No further action was taken. Caller called back and repeated the same situation. Caller states they d ID follow up with the patient's doctor but they suggested the patient call in to see if something can be done over the phone. The doctor's office did tell the patient to call them back so they can set up an appointment with the tech if this can not be resolved over the phone. Agent reviewed this would take an in-office visit. Caller states they will then plan to work with the doctor's office to set up an appointment.